Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009 - patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch as reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009 - patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿the large defect in supraumbilical was identified. The hernia sac was entered. A second large defect was found below umbilicus. Two hernias were connected and created a large defect. A composix kugel mesh was placed in subfascial position with pfte side down. The mesh edges were tacked at the edges of fascia with interrupted sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent large ventral hernia thereby underwent open repair with the removal of mesh. Per operative notes, ¿there was adherent small bowel to the underside and entrapped bowel were freed up from the underside of the mesh. There were multiple serosal tears, which were all repaired with interrupted sutures. The mesh was freed of the adherent small intestine and excised from the abdominal wall. Bilateral component separation were performed. Flaps were raised laterally on both sides. Xenograft was placed in the subfascial position and attached to the underside of the abdominal wall with overlay using interrupted suture.¿ attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, bowel perforation, pain, hernia recurrence, ring break, bowel obstruction, chronic inflammation, and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years post implant of composix kugel patch, patient was diagnosed with adhesions, hernia recurrence and obstruction thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.